Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 28% to 24% over the course of three months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 28% to 24% over the course of three months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported. It was reported that this device was subsequently explanted. The patient did not receive a replacement device due to the nature of his occupation. The associated electrode was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.